Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. Since no lot number was provided, no device history record (DHR) review could be performed. (B)(6). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent a breast reconstruction revision with a mentor cpx 4 breast tissue expander with suture tabs 450cc and experienced deflation on the tissue expander. The side is unknown. As a result, the patient had undergone removal and replacement with tissue expander of unknown type on an unknown date.